Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was seen in the hospital, interrogation revealed lead noise and intermittent lead capture on the right ventricular lead. The lead was capped and replaced. The patient was able to tolerate the procedure without complaint.